Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR. Report#: 1627487-2017-01776, reference MFR. Report#: 1627487-2017-01779, reference MFR. Report#: 1627487-2017-01780. It was reported the patient has an infection at their ipg and lead site. It was also reported the patient experienced a fever, pain, redness, and drainage at both sites. As a result, the patient was given antibiotics to provide resolution.

Event description:
Device 2 of 4: reference MFR. Report#: 1627487-2017-01776, reference MFR. Report#: 1627487-2017-01779, reference MFR. Report#: 1627487-2017-01780. Follow-up revealed the patient's scs system was explanted due to the infection they experienced.

Event description:
Device 2 of 4, reference MFR. Report#: 1627487-2017-01776. Reference MFR. Report#: 1627487-2017-01779. Reference MFR. Report#: 1627487-2017-01780. Follow-up revealed the infection has resolved.